Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because a couple months earlier the patient found that it was not functioning well and he was experiencing recurring incontinence. During the revision the surgeon found that the cuff was leaking. A new aus device was implanted. The patient was stable following the surgery.